Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 418 mg/dl. Insulin exited with a fixed prime. The infusion set was removed and the cannula was not bent. The customer changed the infusion set and treated with a bolus. The insulin pump was not replaced or returned for analysis.